Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One event suggests the bur broke due to issues with the associated attachment. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device broke during a spinal procedure. There was patient involvement. There was no patient impact.